Manufacturer narrative:
Submit date: 2017-09-27.

Event description:
According to the reporter, the enteral feeding pump was set to infuse 1000ml at 70ml/hr but after 14 hours the unit only pumped 600-800mls instead of 980ml. There was no harm to the patient.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿under-feeding¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A device history record review was performed by (B)(6) on (B)(6)2017. Product was manufactured in 2016. A review of the device history record shows this device was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.